Manufacturer narrative:
The investigation of positioning issues has been completed. The returned compliant device visually inspected. Cannula kink near out let observed. No other abnormality found. The root cause of the positioning issue was most likely use related that led to the cannula kinked. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
EU complainant reported the patient had an impella cp implant and during the implant, the pump was implanted too far deep into the ventricle. This caused the pump to kink and could not be straightened. The pump was never repositioned, and the pump was explanted. The patient¿s outcome is unknown.